Event description:
It was reported that the device had a wrench icon illuminated. Physio-control evaluated the device and observed several fault codes logged in the memory that indicate a critical failure, the second high voltage channel was out of tolerance during a charge sequence. There was no patient involvement with the reported issue.

Manufacturer narrative:
(B) (4): physio-control determined the root cause of the malfunction to be the r1 and r2 high voltage resistors from the analog pcb assembly. The r1 and r2 resistors have porous coatings causing failures at high humidity. A replacement device was provided to the customer.